Event description:
It was reported that the customer was hospitalized for low blood glucose. Customer had lost consciousness and was brought to the hospital. The blood glucose reading was not known for the time of the hospitalization, but was at 2.3 mmol/l before the customer lost consciousness. Customer had treated according to the bolus wizard based on the blood glucose of 9 mmol/l and the carbs that were eaten for breakfast. She had taken the recommended units and crashed hours later. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.